Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 232 mg/dl, 133 mg/dl, 150 mg/dl, 168 mg/dl, and 121 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.